Event description:
Pain and instability was reported for patient with a total knee implant. X-ray examination revealed that the tibial implant is in valgus. Revision surgery is planned to exchange the tibial implants.

Manufacturer narrative:
Pain and instability were reported for patient with a total knee implant. X-ray examination revealed that the tibial implant is in valgus. Revision surgery is planned to exchange the tibial implants. Review of the device history record indicates that the device was manufactured to specification.